Event description:
It was reported that after a coronary revascularization procedure, arteriotomy closure of the right common femoral artery was achieved using a perclose proglide device. Reportedly, six days after the procedure, the patient developed unspecified symptoms. An unspecified peripheral vascular stenosis was identified via a doppler and a computed tomography scan. Surgical treatment of the stenosis is planned. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Event description:
Subsequent to the supplemental medwatch report, the following information was received: reportedly, after the procedure, access site bleeding occurred that was treated with compression and a sand bag. Six days after the procedure, the patient developed pain and trouble walking. A dissection was the cause of the reported peripheral vascular stenosis. On (B)(6) 2012, the dissection was surgically removed and surgical sutures were placed. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. (B)(4): use of device without performing a femoral angiogram prior to the procedure. The perclose proglide device instructions for use state that prior to deployment of the perclose proglide smc device, evaluate the femoral artery site for size, calcium deposits, tortuosity, and for disease or dissection of the arterial wall by performing angiography, to avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, analysis of the complaint device cannot be completed. There was no reported device issue. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, the following information was received: the reported stenosis was in the common femoral artery. A femoral angiogram was not performed. Reportedly, groin bleeding developed at an unspecified time relative to the procedure. Treatment was not specified. There was no device issue reported. No additional information was provided.